Event description:
One patient with discrepant potassium result. Initial result not reported, patient not adversely affected. Initial potassium result 12 mmol/l, repeat 4.9 mmol/l. Field service representative unable to determine a specific root cause, however, noted there was a problem with pinched tubing in the farday cage and repaired the tubing. Performance tests were performed.